Event description:
On (B)(6) 2012, the pt was implanted with six gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the contralateral gate was cannulated, and the contralateral leg component (pxc141400 / 10546466) was deployed as planned. After deployment, the physician felt resistance while attempting to withdraw the catheter back through the introducer sheath. It was reported the physician then pulled the catheter again forcefully. The outer lumen of the catheter was removed; however, the inner tube of the catheter had adhered to the guide wire inside the pt. It was noted that the guide wire (lunderquist/cook) was hard, and the pt's anatomy was tortuous. The physician was able to remove the inner tube together with the guide wire. The procedure was completed without any further complications, and the pt tolerated the procedure.

Manufacturer narrative:
Results pending completion of mfg and engineering evals.